Event description:
Pace medical was notified on may 25, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned product with a complaint that there was low output on the ventricular channel. The device was examined and the complaint confirmed. The device was repaired, a component replaced. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for fault: random component failure.